Manufacturer narrative:
The customer returned a patient's sample for additional investigation. Mts product support performed forward typing in manual gel test using an alternate in-date retained lot from mts a/b/d monoclonal and reverse grouping card lot # 020607037-27 and the returned sample. Sample reacted positive in anti-a antisera in manual gel. Sample also reacted positive in tube method with anti-a and anti-b antisera and negative with anti-a1 lectin, indicating the sample as a sub group of a. Based on the available information and the results of the investigation, sample is most likely an asubb reacting consistently positive with anti-a antisera in gel and in tube as expected. The customer's complaint was not confirmed using the alternate lot of gel cards. Incident is most likely sample related. The customer reviewed the provue results and confirmed the negative reactivity in the anti-a microtube of the gel card ruling out instrument malfunction. Product labeling for the anti-a, anti-b, anti-a, b gel cards states that the anti-a and anti-b gel reagents may not detect some weak subgroups of the a and b antigens. The use of the anti-a, b card may better detect these weak antigens.

Event description:
The customer reported that a group asubb patient was typed as group b on the ortho provue analyzer using mts a/b/d monoclonal and reverse grouping card (lot # not provided). The customer reviewed the provue results and confirmed the negative reactivity in the anti-a microtube of the gel card. The group a status of the patient was confirmed in tube method. Erroneous results were not reported, as the results did not match alternate. If this incident were to recur undetected, it may lead to erroneous results and possible transfusion of incompatible blood.